Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after not wearing the ilet for approximately 24 hours, during which the user was hospitalized for a non-diabetes evaluation and received subcutaneous insulin via multiple daily injections; the user subsequently completed a full supply change of a contact/detach 23" 6 mm infusion set and resumed use with no device alarms reported. Symptoms included elevated blood glucose with a reported peak of 352 mg/dl. Outcomes included no acute complications, and blood glucose returned to the target range later the same day. Investigation included review of the event details and user-reported troubleshooting and education. Investigation of this case revealed no device malfunction or component issue identified and a probable use-related interruption of automated insulin delivery while the device was not worn. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with use-related factors suspected.